Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and adapter. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer.